Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The distributor reported on behalf of the user facility the following incident: the kalix ii surgery was for a patient. This surgery was the first time that the surgeon had used the kalix ii system. The surgeon used a size 13 kalix ii implant. Once the implant was in position, he attempted to break the snap-off part but did not succeed. The surgeon took out the implant and tried again with another size 13 implant. The device has been implanted successfully and without difficulties.